Manufacturer narrative:
Tech found the head up valve was not working correctly. Replaced the head up valve to resolve this issue.

Event description:
Complaint received alleged that the head up function was not operating on this unit. Bed was located in ice when the problem was found. No injury alleged.